Event description:
Philips received a complaint by the customer on the v60 indicating that the electrical safety readings were too high. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Rse stated that they advised the customer to start taking readings at the ground stud where ground comes into the unit from the ac inlet filter. If high, they are to replace the ac inlet filter. The customer was advised to retighten grounding wires and retest. The biomed reported that the electrical safety testing is now passing. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.